Event description:
It was reported that a patient underwent a coronary artery bypass procedure on (B)(6) 2024; and a suture was used. During the procedure, the suture broke while attempting to tie a knot on a vein in the leg. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - please provide the lot number: no lot number recorded. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 device not returned. Related events captured via: 2210968-2024-03278. 2210968-2024-03279. 2210968-2024-03280. 2210968-2024-03281. 2210968-2024-03282. 2210968-2024-03283.